Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there has been a gradual rise in the right ventricular (rv) lead pacing impedance and r wave trends have shown periodic fluctuation in the sensing value. The lead remains in use. No patient complications have been reported as a result of this event.